Event description:
It was reported that the user announced a usual meal while their glucose was 84 mg/dl but then ate only plain grilled chicken for lunch, did not reduce the meal size announcement, and later experienced a low glucose alarm reading 52 mg/dl; this was characterized as an incorrect procedure or method related to meal announcement and involved the user interface component. Symptoms included hypoglycemia with the user feeling low and later describing general malaise. Outcomes included the need for oral carbohydrate treatment, after which glucose levels normalized, with no further medical assistance required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement, specifically an incorrect procedure when interacting with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.